Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient was diagnosed with radial nerve palsy. It was noted that during the procedure, the patient's shoulder was placed at less than 90 degrees and was well padded, but the patient was moving in a convulsive manner. No additional adverse patient effects were reported.